Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records do not contain a recent history and physical, medication list, peritoneal dialysis treatment records, peritoneal dialysis progress notes, hospital progress notes, hospital admitting or discharge diagnoses, autopsy report or a death certificate for review. Medical records only contain a peritoneal dialysis fluid culture collected (B)(6) 2016 that showed no growth. Medical records do not contain a peritoneal dialysis fluid cell count that could assist in determining if culture negative peritonitis was present. There is no diagnosis of peritonitis in the medical record. There are no symptoms listed in the medical record that would suggest peritonitis. There is no cause of death mentioned in the medical record. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s alleged diagnosis of peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s death. Due to the lack of medical records, no conclusion can be made that there was any causal relationship between the patient¿s death or alleged peritonitis and any of the patient¿s peritoneal dialysis products.

Event description:
During a follow-up call to the peritoneal dialysis nurse (pdrn), the patient had a fluid leak that occurred during treatment. Pdrn was not sure if the cycler alarmed, but the fluid leak was noticed when the cycler door was opened and there was fluid inside the cassette compartment and on the cassette itself. Pdrn stated that there was nothing she can see that was wrong or damaged with the cassette. The pdrn states the patient¿s effluent was clear, but was sent for culture as a ¿just in case.¿ the pdrn stated the patient was prescribed intraperitoneal antibiotics. The patient went into the clinic (B)(6) 2016 to complete treatment. The pdrn stated the patient was admitted into the hospital (B)(6) 2016 at 3:45pm because ¿she was unresponsive.¿ the pdrn stated that the patient was not connected to the cycler and was not receiving treatment when the patient was found ¿unresponsive,¿ because the patient was at the clinic earlier that morning and completed her treatment then. In an email, the pdrn later stated, ¿the patient passed away over the weekend.¿

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
During follow-up on an unrelated event a patient's peritoneal dialysis (pd) nurse reported the patient was found unresponsive, was hospitalized on (B)(6) 2016, and subsequently expired over the weekend of (B)(6) 2016. The patient was not in treatment when found unresponsive. The specific date is unknown. Medical records have been requested.